Manufacturer narrative:
The account replaced the universal television board but the issue remains. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed is not sending a nurse call when the patient position module is alarming. No injury reported.